Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5084178) that a female patient who had a 450cc mentor memorygel breast implant and a unknown mentor gel implant placed experienced fatigue, hormone imbalances, hair loss, skin rashes, and continual infections post procedure. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The devices were explanted on (B)(6) 2019 and improvement in the patient¿s symptoms was noted. See 1645337-2019-13129 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6774006, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).